Event description:
While using needleless system for PICC line blood draw the a.n.d. (Automatic needle disconnect) sharps container failed to disconnect the contaminated b.d. Luer adapter. The rn manually removed the device and was stuck through grey rubber stopper of the transfer-needle on the back of the luer adapter. The rn described the proper technique (twist and press down completely) for using the unit.